Event description:
Upon reassessment of the reported event , it was determined that the initial report was submitted under wrong MFR number and hence this event will now be sent under medwatch 0009610576-2019-00012.

Manufacturer narrative:
Upon reassessment of the reported event , it was determined that the initial report was submitted under wrong MFR number and hence this event will now be sent under medwatch 0009610576-2019-00012.

Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty. Subsequently, the surgeon is requesting a custom implant to revise the pso prosthesis due to polyethylene wear. No additional information is available at this time.